Event description:
It was reported that this patient with this right ventricular (rv) lead had defibrillation efficacy issues. It was noted that it took five shock therapies to convert the ventricular fibrillation (vf) episode. The lead was explanted and there were signs of damage on the insulation and terminal end. The lead is no longer in service and a new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead passed electrical testing, the allegation of insulation damage terminal end was confirmed by analysis, and the lead insulation and suture sleeve had been cut. Laboratory analysis did not further identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this patient with this right ventricular (rv) lead had defibrillation efficacy issues. It was noted that it took five shock therapies to convert the ventricular fibrillation (vf) episode. The lead was explanted and there were signs of damage on the insulation and terminal end. The lead is no longer in service and a new lead was implanted. No additional adverse patient effects were reported.